Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 512 mg/dl; due to incorrect date being set. Customer treated high bg with a manual dose injection. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.